Manufacturer narrative:
Multiple attempts have been made on to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting error code 1122 blower temperature high. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse had the customer review the event log for the date of the occurrence and did not find any check vent alarms, no 1122 for blower temp high. The rse advised the customer that there would be a code logged if respiratory therapist (rt) saw the check vent alarm on the screen. It was then advised to check the date of the occurrence and if they provided the correct unit. However, it was recommended to review suggested repair for the 1122 once found. Provided user manual for troubleshooting steps and parts for repair. Possible replacement: blower assembly and motor controller (mc) printed circuit board assembly (pcba). The investigation is ongoing.